Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for high blood glucose (bg) levels and ketones. The cause of the high bg was not known. The customer reported that a "kidney disease was developing". The customer was treated with saline drips and insulin injections. The customer did not think the pump was "working well". Although requested, the customer declined to provide further information regarding the high bg or hospitalization. No additional information was provided regarding the "kidney disease".